Event description:
It was reported the patient received an angio-seal following an interventional procedure. The patient developed symptoms of poor circulation and was referred to the radiology lab for diagnosis. Collagen deposition was noted and the vessel was stented with good results. The patient had pre-existing conditions of multiple vascular deficiencies and diseases.

Manufacturer narrative:
No product was received for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined, however, collagen was reported intra-arterial and the patient had known vascular disease. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU state precaution should be made with the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. A search of the angio-seal database revealed no training record for this deployer. The angio-seal device instructions for use (IFU) caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.